Event description:
The customer reported that the distal cover became dislodged from the duodenovideoscope and fell into the patient during a therapeutic endoscopic retrograde cholangiopancreatography procedure. The patient spat it out in the recovery room. The procedure was completed with the same device. No patient injury was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.